Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image was displayed normally when the device was connected to the video system center, but disappeared when the bending section was angulated downward. When the bending section was further manipulated, the image was restored. -there was no obvious wiping residue on the electrical contacts of the video connector. -the adhesive of the bending section rubber was chipped. -there was no sequence disorder inside the bending section, and there were no abnormalities. -the image sensor unit cable had a meandering part inside the bending section, and when the coating was peeled off, the general shielded wire was cut and damaged. -when the meandering part of the image sensor unit cable was shaken, the endoscopic image disappeared or displayed, and so on. -there is a possibility that the image sensor unit cable meandered and disconnected because the arrangement was temporarily disturbed by external stress such as being inserted and removed diagonally from the trocar and an unexpected load was applied to the cable. Based on the above evaluation result, the reported event may have been caused by a disconnection inside the image sensor unit cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The reported event may have been caused by a broken ccd unit. The bending section rubber was scratched by an external factor. The adhesive of the bending section rubber was chipped. The operation when the angulation of the control section was fixed was heavy. The device was last repaired on (B)(6) 2021 and may have a defective component, so the device was sent to omsc for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the monitor screen appeared and disappeared. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image disappeared when the bending section of the device was angulated downward.